Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported a message on the screen when setting up the device before a vitrectomy procedure about a leak in the cassette. The procedure was completed after the product was replaced. There was no patient contact.

Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. The customer did provide a custom pak lot number; however, there was no cassette in the core pak or add after pak. The sample was not received at the investigating site for this complaint report; visual inspection or functional testing could not be conducted. If a sample is returned at a later date, the investigation will be reopened and the sample evaluated. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. After the investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. Based on our current tracking, there are no adverse trends for this reported issue. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Lot number was updated from 2330109h to 2530109h. The manufacturer internal reference number is: (B)(4).